Event description:
It was reported that the customer's insulin pump had gotten wet with water. Customer works in a pet wash and her pump got wet with the hose. Customer stated that the screen goes on and off and the whole middle section of the screen is not viewable. Customer stated that her blood glucose level was running high. Customer also had a low reservoir alert and a low battery alert in the alarm history. Customer did not have a button error. Insulin pump will be replaced. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.